Manufacturer narrative:
Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. Please reference (B)(4).

Event description:
The customer reported a no power condition. No patient involvement was reported.